Event description:
Unable to deflate catheter.

Manufacturer narrative:
Based on the available information, our determination is that this is a reportable malfunction which is likely to cause or contribute to a serious injury to a patient: because sometimes, a surgical intervention is needed to remove a urinary catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. An analysis on the returned sample showed that it met specification. No sign of obstruction, deformity or abnormality in the inflation lumen that could possibly lead to non deflation could be detected. Product fully functional when tested. Reported to FDA on (B)(4) 2013.